Manufacturer narrative:
A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/13/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that there was an error 200.5040. This device was just in the repair center and is experiencing this error and needs to be flashed to software version 9.19. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that there was an error 200.5040. This device was just in the repair center and is experiencing this error and needs to be flahsed to software version 9.19. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error 200.5040 pump module software version not compatible with pcu customer software unit a review of the device history record showed the device had a manufacture date of 04/13/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a software issue with the logic board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported by the customer that there was an error 200.5040. This device was just in the repair center and is experiencing this error and needs to be flahsed to software version (B)(4). There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.